Event description:
It was reported during a stage 2 implant procedure (implant of stimulator and extensions) the surgeon was attempting to remove the boots at the end of the lead. The surgeon was instructed to hold on to the clip while removing the end cap screw. While removing the screw of the right lead (contacts 8-11), "it" spun. The surgeon then tried pulling the cap off the lead and "really" stretched and pulled at the lead. The implant procedure proceeded and the lead was connected to the extension and then the battery was implanted. At the initial programming session, impedances were measured and the results indicated contact 8 was open, and contacts 9 and 10 were shorted. During the programming session, it was also noted contact 0 was open. The device was programmed around the contacts with impedance issues with "moderate" success and the patient was sent home. No devices were explanted.

Manufacturer narrative:
Concomitant medical products: programmer model 37642 serial# (B)(4); extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2012; extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2012; lead model 3387s-40 lot# v810118 implanted: (B)(6) 2011; lead model 3387s-40 lot# v846966 implanted: (B)(6) 2011.